Event description:
"Postoperative shoulder following titan reverse shoulder system implant." Additional info was received on (B)(6) 2013: the pt experienced a right shoulder dislocation. The surgeon reported the initial surgery was (B)(6) 2013. "The pt was in a nursing house after the surgery and reported, on (B)(6) , that her arm was hurting for a few days. The surgeon reported the pt's arm "was out of abduction pillow despite strict given precautions. The pt reported an increase in pain and the wound had opened and was draining. The dislocation was treated with "irrigation and debridement of the wound, reduction, placement in abduction pillow with spica casting". The pt's cultures from surgery grew out proteus penneri and vancomycin resistant enterococcus. A revision surgery has not been scheduled."

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.